Event description:
It was reported that the patient heard an alert from the implantable cardioverter defibrillator (ICD). The patient also reported that he had been in the hospital for two days and the doctors "didn't think the device was working." An unidentified company representative had gone to check the device and told the patient that it was working. Follow up with the patient's clinic was unsuccessful. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).